Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a loose drive support disk. However, the displacement test passed. Further testing could not be performed due to the motor error alarm. The device was received with missing end cap sticker.

Event description:
The customer reported that the insulin pump alarmed motor error several times during bolus delivery. The blood glucose reading was 363mg/dl. Troubleshooting was performed. The caller stated that the device was exposed to a high magnetic field. Assisted the customer to run the displacement and self test and they passed. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.